Manufacturer narrative:
Continuation of d10: product ID: 977a275; serial# (B)(6) implanted: (B)(6) 2019; product type: lead; product ID 977a275; serial# (B)(6) implanted: (B)(6) 2019; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (ins) experienced a fall, resulting in a back injury and vertebral fracture after landing on the back and impacting the implantable pulse generator (ipg). Manufacturer representative (rep) reported the lead was fractured. Patient subsequently reported a return of pain and new pain unrelated to baseline symptoms. There were also impedance issues with the battery, loss of stimulation, and connectivity testing revealed that contacts 14 and 15 were not connected. Connectivity and impedance testing were completed, and the patient was reprogrammed utilizing electrodes, which provided appropriate pain coverage. Manufacturer representative (rep) reported they would any provide additional information as it becomes available.